Event description:
It was reported that during a normal device replacement procedure, the header of this implantable cardioverter defibrillator (ICD) was noted to have detached from the device case and tissue had grown through the gap. The device was explanted and is expected to be returned for evaluation. No adverse patient effects were reported.

Manufacturer narrative:
This device not been returned. As such, physical analysis has not been conducted in our laboratory. As no further information concerning this report is expected our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the clinical observation of a weakened header bond. X-ray examination was performed. All set screws were found to move fully and freely in both directions. Tool marks, dents and scratches are noted on the case and header of the device. The header wires were verified to be intact header. The daily measurements data table shows that all lead impedance measurements stored in the device memory are normal. No open lead impedance conditions are noted. The device was found to have reached eri. Improvements have been made to the manufacturing process in order to strengthen the bond between the header and the device case. This device is included in the subpectoral implant advisory population. However, the device was not implanted in the subpectoral region.

Event description:
It was reported that during a normal device replacement procedure, the header of this implantable cardioverter defibrillator (ICD) was noted to have detached from the device case and tissue had grown through the gap. The device was explanted. The device was returned for analysis.